Event description:
It was reported that this was an arteriotomy closure of a common femoral artery (cfa) using two proglide devices after a reconstructive surgery procedure. Reportedly, the two proglide failed to capture and were removed without concern. An unspecified method was used to achieve hemostasis. Approximately two months post-procedure, follow-up imaging was performed due to a new claudication in the cfa. Imaging showed a thrombus, near occlusion. Two black plastic pieces [proglide feet] were embedded and retrieved from the wall. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. B3: date of event estimated as 08/01/2024. D4: primary UDI number - the UDI is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. The patient effect of thrombus is listed in the perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is possible, that the foot of each device separated due to placement of a foot in the access site in conjunction with manipulation of the device. In this condition, the foot becomes trapped in the access site possibly leading to thrombus formation. Additionally, it is possible the suture/link did not separate from the foot and the separation of the foot from manipulation of the device then left the foot attached to the suture and the suture/link attached to the vessel. In this condition, the foot remains attached to the vessel and access site possibly then leading to the results reported. However, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: b3: date of event updated from 08/01/2024 to 06/03/2024. B5 describe event or problem: updated. E3 occupation updated from other healthcare professional to physician.

Event description:
Subsequent to previously filed report, additional information was received: it was reported that this was an arteriotomy closure of a common femoral artery (cfa) using two proglide devices prior to a cardiac catheterization procedure via a 6f sheath. Both the left and right cfas were accessed. Reportedly, there was some pain on entered the vessel with the proglide devices. The two proglide failed to capture and were removed without concern. A rupture of the external iliac artery was observed. Manual compression was applied and hemostasis was achieved. Three days later (B)(6) 2023), the patient noted tingling in the lower leg and chest and arm pain with palpable pulses. Imaging was performed on (B)(6) 2023 and a claudication was documented. Other imaging taken during a (B)(6) 2023 procedure demonstrated acute thrombus pulsed field ablation (pfa) and iatrogenic dissection changes in the cfa discussed with vascular/radiology team (B)(6) 2023. (B)(6) 2024 a near occlusion was noted, two black plastic pieces embedded in the posterior cfa were removed during reconstruction surgery. A leg claudication was noted and was managed medically. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effects of thrombus, pain, numbness, and perforation are listed in the perclose proglide instructions for use, as potential adverse events of use of the device. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment is related to the circumstances of the procedure. In this case, it is possible, that the foot separated due to movement of the device while up against the vessel wall, or placement of a foot in the access site in conjunction with manipulation of the device. In this condition, the foot becomes trapped in the access site possible leading to thrombus formation. Additionally, it is possible the suture/link did not separate from the foot and the separation of the foot from manipulation of the device then left the foot attached to the cuff/link and the link attached to the vessel wall. In this condition, the foot remains attached to the vessel and/or access site possibly then leading to the reported patent effects; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.